Manufacturer narrative:
Patient information is not available. The probe was returned for product analysis. The returned probe had a bent tip. Otherwise, the unit displayed good divot and geometry errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, it was found that the surgical probe was bent. The procedure was completed with continued use of the navigation system and a non-navigated probe. The deformation was caused by hitting something. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue lay.